Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent pin in the white power cable connector of the mobile power unit (mpu) patient cable was confirmed. During the evaluation of the returned mpu, serial: (B)(6) due to what seemed to be excessive force when trying to make the connection. This resulted in difficulty in connecting this connector. This pin is the transmission communication wire. If this pin could not make contact, there would be no alarms and has no impact on routine support. The patient cable needed to be replaced. The customer decided to not get the unit repaired. The mpu was scrapped per customer request. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. C) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. A) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4, primary UDI number: corrected. Section e1: customer site was (B)(6). Reporter information was not available. Section h4 - device manufacture date - added. Manufacturer's investigation conclusion: the reported event of a bent pin in the white power cable connector of the mobile power unit (mpu) patient cable was confirmed. During the evaluation of the returned mpu, serial (B)(6), it was observed that the patient cable had a bent pin 8 in the white connector due to what seemed to be excessive force when trying to make the connection. This resulted in difficulty in connecting this connector. This pin is connected to the shield in the cable. The cable has a redundant wire in the black connector and did not cause any alarms. The patient cable needed to be replaced. The customer decided to not get the unit repaired. The mpu was scrapped per customer request. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the white side of the mobile power unit (mpu) connector was difficult to insert and remove. The pins were reported to be bent.